Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventrio st hernia patch mesh, reference number 5950050, lot number huwf0164 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 1 month post implant of ventrio st, patient was diagnosed with hernia recurrence, bowel obstruction and adhesions thereby underwent repair. The instructions-for-use supplied with the device lists adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventrio st hernia patch mesh, reference number (B)(4), lot number huwf0164 was implanted to repair the hernia defect. (B)(6)2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch. Addendum per additional information provided: (B)(6)2012 - patient was diagnosed with umbilical hernia and incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh. Per operative notes, ¿identified the umbilical hernia which had no incarceration, then the midline ventral hernia just above the umbilicus that contained omental fat and was incarcerated which were reduced. A bard ventrio st mesh was tacked in place using sutures.¿ (B)(6)2017 - patient was diagnosed with abdominal pain, bowel obstruction of the mid ileum secondary to mesh erosion and volvulus thereby underwent laparoscopic repair with small bowel resection. Per operative notes, ¿multiple ioops of the bowel were stuck together in the left & right lower quadrant at the mesh side and twisted. Meckel diverticulum was adhered to the mesh. There was bowel with the serosa going to the mesh and eroded. Then the segment of bowel was resected with harmonic scalpel.¿ (B)(6)2018 - patient was diagnosed with incisional hernia thereby underwent open umbilical hernia repair. Per operative notes, ¿hernia sac was opened and entered abdominal cavity, there was bowel adhesions between the mesh and the intestine. Dissected off all adhesion away from the anterior abdominal wall and mesh was separated from the bowel.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had mesh erosion into small bowel that caused complete obstruction and collapse of the ileum. Small bowel had to be resected.